Manufacturer narrative:
Event date (B)(6), 2023. The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that an e218 scope malfunction error was received for the device. This is attributed to damage of the charge couple device (ccd) and damage of the circuit board of the video plug section. Other observations for the device: video connector has a crack and a scratch; video connector case has a crack and a scratch; and switch (sw) sw1, control unit, angulation lever, right lever, forceps elevator lever, up/down plate, right/left plate, light guide connector, light guide cover glass, video connector case, grip have a scratch. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
This is an olympus loaner device that was returned by an end user customer after use with no reported malfunction. There is no patient involvement. Upon evaluation of the device, an e218 scope malfunction error was received for the device. This is attributed to damage of the charge couple device (ccd) and damage of the circuit board of the video plug section. This medwatch is being submitted for the reportable issue of e218 error message received for the device as observed during device evaluation.

Manufacturer narrative:
Correction: d5 - (B)(6). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely the image sensor unit has been damaged (disconnection, etc.), or the mounted parts (ic chip, capacitor, etc.) Of the electric board have failed due to use stress, external factors, or handling. The inspection method for the event is described as follows in the instructions for use (IFU) "chapter 3 preparation and inspection 3.8 checking the function in combination with related equipment". "[Inspection of endoscopic images] check if normal light observation images and nbi observation images are displayed normally. 1. Wipe the endoscope tip lens with sterile gauze moistened with saline or sterile water before inspection. 2. Observe the palm, etc. With normal light observation images and nbi observation images. 3. Make sure the light is coming out. 4. Adjust the amount of light to get the proper brightness. 5. Check that there are no abnormalities such as noise, blur, or cloudiness in the normal light observation image and the nbi observation image. 6. Operate the angle lever of the endoscope to bend the curved part. 7. Check that normal light observation images and nbi observation images do not disappear for a moment or other abnormalities." Olympus will continue to monitor field performance for this device.